Manufacturer narrative:
Patient weight is not available for reporting. This report is for an unknown quantity of unknown screws. Part and lot number are not available for reporting. It is unknown how many of the screws were removed intact and how many resulted in distal fragments being retained in the patient during attempted removal. The screws that were not completely removed are not considered to have been successfully explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery with hardware removal due to osteomyelitis on (B)(6) 2017, an unknown quantity of unknown screws stripped during attempted removal. An additional instrument, a 4.0mm carbide drill bit, needed to drill out the head portion of the stripped screws was requested and brought to the operating room. The distal portions of an unknown quantity of the screws were retained in the patient. It is unknown how many screws where explanted intact. The 3.5mm locking compression plate (lcp) olecranon plate was removed intact with no further issue. No new implants were implanted. There was a 60 minutes surgical delay due to the reported event. The patient is reported in stable condition and the surgery was completed successfully. The patient was originally implanted on an unknown date with one (1) lcp plate and unknown quantity of unknown screws to treat an olecranon fracture. This report addresses the intraoperative event of the screws stripping. Please see related complaint, (B)(4), which addresses and reports the osteomyelitis event. Concomitant devices: 4.0mm carbide drill bit sterile (item # 309.004s, lot # unknown, quantity 1each); screwdriver instrument (item # unknown, lot # unknown, quantity 1each); 3.5mm lcp olecranon plate 8 holes/right/164mm (item # 236.508, lot # unknown, quantity 1each). This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).